Event description:
The account alleged that there is no communication from the bed to the nurse station. No patient impact.

Manufacturer narrative:
The account replaced the communication cable to resolve the issue.